Event description:
According to the reporter, the device's power-on switch intermittently won't power on the device. There was no pt use associated with the reported incident.

Manufacturer narrative:
The customer declined an offer of service from physio-control provided the part number for replacement front panel switch assembly.